Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, discharging, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. The monitor board was replaced as a pre-caution. The device was recertified and returned to the customer. The customer's power related accessories used at the time of the report was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.